Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for chest pain, shortness of breath and high blood glucose. The customer's blood glucose reading prior to the hospitalization was too high for the glucometer to read. The customer changed the infusion set the same day of the hospitalization. Troubleshooting was performed and the insulin pump passed the required tests.